Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 7 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was admitted to the hospital with driveline discharge and pain. Blood cultures were positive for staph aureus and an IV of antibiotics was started. The patient received 2g rocephin through IV every 24 hours. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. Driveline, local, and pump pocket are listed in the instructions for use as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated the results of the pet scan showed no evidence of abscess or pocket infection. The patient was started on ceftriaxone and was on lifetime suppression of cefadroxil. The patient will continue to follow up with clinic as necessary. No additional information was provided.